Event description:
Hcp had problems advancing the catheter through the spinal needle and removing the stylet from the catheter. Rather than remove the needle from the intrathecal space, hcp chose to remove the catheter through the needle. The catheter was sheared off - leaving a segment in the intrathecal space. MFR directions specifically indicate that catheters are not to be withdrawn through a spinal needle because they will be sheered off. A second catheter was passed through the same needle successfully - with no indication of obstruction.